Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified what it meant by the ins would cut off; the unit would simply turn itself off as if the battery was dead. Since the reset (removing battery) there haven't been any issues. After meeting with the healthcare provider (hcp) patient stated that nothing was noted that they are aware of. The person on the phone walked them through troubleshooting the problem. The battery was pulled and allowed to sit for a few minutes then reinserted. At that point all normal programing continued. The issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported the ins has been cutting off on its own and pt stated even if the ins is charged it just shuts off since about 2 maybe 3 months ago. Pt stated it did happen once or twice initially but it has been happening more frequently lately. Pt mentioned that they had the programming updated and the ins dies frequently, pt stated they are charging twice a day - pt did not have any falls/trauma. Pt stated they had a sleep study last week and the ins was in MRI mode but they did not put it in MRI mode. Patient services (pss) suggested that pt have the ins checked. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.